Event description:
Olympus was informed that towards the end of a transurethral resection of the bladder (turb), the ceramic tip of the resection sheath broke off and fell inside the pt's bladder. The broken tip was recovered from the pt and the procedure was successfully completed. No pt injury was reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that a portion of the ceramic beak at the distal tip of the resection sheath broke off. The device was serviced and returned to the facility. The damage found on the device is consistent with physical damage. The device instruction manual states: "visually inspect the ceramic insulation at the sheath's distal end before each use. Do not use the instrument in case of damage (e.g. Cracks. Fractures)." Also, warning statement: "impact, fall, shock or similar stress can damage the ceramic insulation."